Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient had a red rash at the wound part. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The pacemaker was explanted.